Event description:
The pt stated, that her infusion device was audibly beeping continuously and displaced "77" on the lcd screen. She was not certain how long the power pack had been in the infusion device, but she believed that it had been in use around two weeks. She acknowledged awareness of the power pack recall. She was advised how to distinguish between power packs affected by the recall and corrected power packs. She was advised to properly dispose of all remaining power packs affected by the recall. She replaced the power pack in the infusion device with a corrected power pack. The infusion device began functioning correctly. She did not report any blood glucose concerns. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.